Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer previously reported to have received a no delivery alarm and was advised to monitor insulin pump. Customer has reported that he continues to receive a no delivery alarm and is not able to clear due to buttons not responding. Customer's blood glucose was 236 mg/dl. Customer declined troubleshoot for no delivery. Insulin pump will be replaced. No further information provided.